Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14363. Related manufacturer reference number: 1627487-2021-14364. Related manufacturer reference number: 1627487-2021-14365. It was reported that the patients left super-orbital lead was superficial and the right occipital lead was not providing effective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the two leads were repositioned resolving the issues. Note: all of the patients leads are being reported as it is unknown which were affected.